Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the right ventricular lead exhibited intermittent capture, and dislodgement was suspected. During revision procedure on (B)(6) 2018, an insulation abrasion was noted and the physician elected to replace the lead. The patient was stable post-procedure and would continue to be monitored normally.